Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of white balance was confirmed. The customer's allegation of colored image and front panel switches were not confirmed. The device evaluation found that white balance failed due to faulty circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, that after turning on the loaner device, the evis exera iii video system center for one second, it turned blue and the panel lights turned dark, with no sound from the buttons, making it impossible to perform white balance. It was reported that there was no procedure or patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.